Event description:
It was reported that the external pulse generator's ventricular amplitude was out of range. The generator was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the heart lead flex was out of specification, a shorted diode was found. It was also noted that the upper and lower cases were broken and contaminated, the battery release was contaminated, the ring, side bail covers and ring, side bails were missing, the two case screws and ring cover screw were missing, the battery contacts were compressed, the battery drawer was contaminated, and the keyboard was scratched and contaminated.